Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during insulin delivery. It was also reported that multiple occlusion alarms occurred prior to cartridge alarm. Customer did not clear one of the occlusion alarms for 75 minutes and subsequently experienced an elevated blood glucose (bg) level of 576 (mg/dl). A correction bolus was delivered to address the elevated bg levels associated with the occlusion alarms. The customer reported experiencing an elevated bg level of 570 (mg/dl) as a result of the cartridge alarm. The cartridge was changed and a bolus was delivered to address bg levels associated with the cartridge alarm.